Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The report of the suture did not take, it unraveled, was confirmed. Inspection of the returned device indicated that the posterior cuff successfully captured the needle during the plunger deployment, but the link broke at the swage end of the anterior cuff during the needle plunger retraction. Link break would have resulted in a failure to retrieve the suture and it could appear to the user as the suture did not take, it unraveled. Based on a visual, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It was reported that a closure of the right common femoral artery was attempted using a proglide device with a 12f sheath. As per the indication for use: the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 21f sheaths. For sheath sizes greater than 8f, at least two devices and the pre-close technique are required. Based on the investigation, there does not appear to be any indication of a product quality deficiency.

Event description:
It was reported that a closure of the right common femoral artery was attempted using a proglide device after a watchman device interventional procedure. Reportedly, the suture did not take; it unraveled. Four additional proglide devices were used with the same results. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Failure to follow steps. This code is used to address the use of the proglide devices in a 12f access site after the procedure. Per the instructions for use-for sheath sizes greater that 8 fr, as least two devices and the pre-close technique are required. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The four other perclose proglide devices referenced are being filed under separate medwatch MFR numbers.